Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective stimulation. X-rays were taken and showed the lead shifted to the right causing unintended abdominal stimulation. The patient underwent revision surgery on (B)(6) 2013 where his lead was repositioned to the left. The patient is receiving effective stimulation.